Manufacturer narrative:
Mindray service representatives reconnected the main board data cable. Performed all functional and safety tests.

Event description:
Customer reported the spectrum monitor would not display an ECG or heart rate which may have resulted in a possible loss of monitoring. No pt injury was reported.